Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in a coronary artery. A 2.25x16 synergy¿ drug-eluting stent was advanced to treat the lesion; however, during the procedure, it was noted that the stent moved on the balloon. The procedure was completed with another synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device lot number corrected from 18690140 to 18827674. Device expiration date corrected from 05/23/2017 to 07/12/2017. Device manufactured date corrected from 12/16/2015 to 02/02/2016. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination found that the stent had moved 8mm in a distal direction on the balloon. The proximal struts were lifted, distorted and bunched and the first 5 distal struts moved over the distal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found multiple slight kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed signs of damage. The type of damage evident is consistent with resistance being encountered during advancement of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in a coronary artery. A 2.25x16 synergy¿ drug-eluting stent was advanced to treat the lesion; however, during the procedure, it was noted that the stent moved on the balloon. The procedure was completed with another synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.